Manufacturer narrative:
The investigation could not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Na.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with gluc3 glucose hk gen.3 on a cobas 6000 c (501) module. The initial values were reported outside of the laboratory. The first sample initially resulted in a glucose value of 203.8 mg/dl accompanied by a data flag. The sample was repeated on (B)(6) 2021, resulting in a value of 135.6 mg/dl accompanied by a data flag. The second sample initially resulted in a glucose value of 179.4 mg/dl accompanied by a data flag. The sample was repeated on (B)(6) 2021, resulting in a value of 114.7 mg/dl accompanied by a data flag. The glucose reagent lot number was 56521001, with and expiration date of 31-oct-2021.